Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. The balloon was initially inflated at 8 atmospheres for 20 seconds. However, during the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and post procedure, the patient was in good condition.